Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed of 16 mmol/l; cause was due to pump is on; however, pump display remained black. Customer administered a manual injection to address bg level. During troubleshooting, issue was resolved.